Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device on site. The fsr found that the ventilator passed the performance check upon initial evaluation, but that the max thumbwheel switch stop was broken, causing it to be set too high. The max thumbwheel was set at 99 and the lower limit is 20% of the set max, causing the unit to dump pressure at 20 cmh2o. The fsr replaced the thumbwheel switch and checked proper operation of both thumbwheel switches and all alarms. The ventilator passed the patient circuit calibration and performance check. The unit meets manufacturer specifications.

Event description:
The customer reported that the ventilator has a mean airway pressure (map) issue. It is unknown if there was patient involvement associated with this reported issue.